Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the ins (implantable neurostimulator ) was already dead. Caller wanted to know how long the ins was to last. The caller was asked if it was due to normal battery depletion and the caller didn't know. Caller said the managing doctor they saw in (B)(6) 2015, and he said to call back to schedule surgery. The caller called back to set it up and they said the doctor was on leave for a couple months. They are seeing about finding another doctor to replace the device since the doctor is on leave. Asked when the event occurred and the caller said they didn't know. Indication for use was noted as: gastric stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated method, results, and conclusion codes for imdrf harmonization. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported he kept having on getting a new battery every 3 years and his body was having a difficult time with it. There were no further complications that have been reported as a result of this event.